Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the type 2 diabetes mellitus (dm), v-go 30, humalog insulin user for 1 day. Client reports he is agitated with that lady and he should not of called her about the low blood sugar. Client reports he started on the v-go 30 at noon on (B)(6) 2022. Reports the clinic did check his blood glucose (bg) prior to starting the device, but he does not know the number. He had a regular breakfast, details unknown. He came home ate lunch (details unknown) and gave 1 bolus click. Before supper he had a low blood sugar reading of 40, check with finger stick. He does not wear a continuous glucose monitor (cgm). He treated the low blood sugar with food at dinner (hotdogs). He gave 1 bolus click at dinner. He was ordered the nasal glucagon and has not picked up from pharmacy. Client reports his blood glucose reading morning on (B)(6) 2022 was 125. His doctor advised him to take the v-go off tonight (B)(6) 2022 before bed. On (B)(6) 2022 his doctor is changing him to the v-go 20. Prior to starting the v-go device he was on humalog insulin sliding scale. Client did not share number or average number of insulin units he used per day. Client reports no issues with the device. Client denies leaking, issues with the bolus ready, or delivery button. Client is a poor historian and did not share detailed information, with multiple attempts open ended questions. Clinical v-go educator contact information is not available. A blood sugar reading of 40 is considered serious. It is suspected that the clients new prescription order is more insulin then required to manage his diabetes. Client has followed up with his health care provider and the medical plan is to change to the v-go 20 device. However, device contribution cannot be excluded.

Event description:
A clinical educator for v-go reported that the patient used v-go 30 for the first time and not even 6 or 7 hours later that night, the patient had a low blood sugar of 40 and he had to use a nasal glucagon. The clinical educator was not sure of the patient type of diabetes but thinks it is type 2 and that they were unsure of what type of insulin the patient uses. There was no indication that the device is available for return to the manufacturer for evaluation.